Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The lay user/patient's wife contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately high. The wife reported that about 2 weeks ago, the patient had obtained a result on 242 mg/dl on the subject meter. She stated that it read "normal", and so her husband did not do anything and went to bed. In the middle of the night, he reportedly felt low and was convulsing. He did not receive any medical intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is reported because the patient alleged that the meter gave a "normal" reading and, so he did not take any treatment/medication. Later that night, he experienced symptoms of low and was convulsing. Replacement meter, control solution, and test strips were sent to the lay user/patient.